Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2016 with the following findings: the black box shows a voltage drop resulting in a eaw 128 replace battery alarm on 12/17/2015. Multiple battery alarms also observed in black box. The battery cap is able to fully tighten. Battery compartment cracks observed in thread area and below grip pad. There was evidence of moisture damage inside battery compartment. Due to damage pump intermittently powers with both returned battery cap and a test battery cap to a dim discolored display. The keypad torn below "ok" key. All keys responding. Current draws are within specifications. A "battery life" issue was not duplicated during investigation. Leak test shows leak at battery compartment crack. Removed pump case. No evidence of additional moisture inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).